Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.

Event description:
An eye care professional reported that a patient experienced a severe central corneal abcess with hypopion and major inflammatory reaction, left eye, associated with wear of a daily cosmetic contact lens thought to be freshlook one day. The patient was hospitalized for intensive antibiotherapy. Amniotic membrane transplant has been scheduled and a corneal graft is under consideration. Requests have been made for additional information; however, no further information has been provided.